Event description:
It was reported that a hispanic female patient who underwent a breast augmentation primary with unknown mentor textured silicone breast implant has experienced bilateral rupture postoperatively. Patient had a blunt trauma on the right and when health care professional when to advise discovered both to be ruptured. Patient also had a pink seroma on the right side also there was blood all around the implant, severe rupture. The physical examination diagnosed the issue. As a result, patient underwent bilateral replacements as follow: l/ cat#: smpx-405, sn#: (B)(4), r/ cat#: smpx-405, sn#: (B)(4) on (B)(6) 2022. This report relates to the left prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2022 indicated that the patient age at the time of event was 50 years old. The patient had swelling and was larger during the surgery. After the surgery patient recovered fully. Manufacturer¿s reference number: (B)(4).